Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged bleeding event that required cauterization and suturing is related to activ.a.c.¿ therapy system. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient¿s clinical presentation, rather than a fixed schedule.

Event description:
On (B)(4) 2018, the following information was reported to kci by the nurse: the patient allegedly had a bleeding event when the device was changed. On (B)(4) 2018, the following information was reported to kci by the nurse: the patient went to the emergency room and had to have sutures placed and cauterization in order to stop the wound bleeding. The patient had a deep wound and no barrier was placed in the wound, which could have been a contributing factor to the bleeding. On apr 20 2018, the following information was reported to kci by the case manager: on (B)(6) 2018, the nurse noted that the sutures were still in place and no visible or active bleeding was observed. On (B)(6) 2018, the nurse noted that the activ.a.c.¿ therapy system was in place and the patient's wound was progressing well with no signs of bleeding. On (B)(6) 2018, orders were received from the physician to discontinued the activ.a.c.¿ therapy system. The physician orders noted there was good progression of the patient's wound. The patient was placed on an alternate dressing and there have been no further issues reported. The patient is doing fine at this time. A device evaluation of serial number (B)(4) is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage and cauterization with suturing are related to the activ.a.c.¿ therapy system.

Event description:
On mar 05 2018, the device was tested per quality control procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested per quality control procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained from the device history review, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage and cauterization with suturing are related to the activ.a.c.¿ therapy system.

Event description:
On 17-dec-2018, kci quality engineering performed a device history review of lot number 4440893 and determined all end release testing of product and packaging met specifications.